Event description:
Related manufacturer reference number 1627487-2021-17301. Related manufacturer reference number 1627487-2021-17302. Related manufacturer reference number 1627487-2021-17303. It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted.